Manufacturer narrative:
Catheter: model# 8709, lot# l80006, implanted: (B)(6) 2000, explanted: unknown. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was reported the patient, since (B)(6) 2000 had intraventricular catheter and pump system for rt facial pain. Since (B)(6) 2011 patient complaints of facial pain necessitated revision on (B)(6) 2011, specifically, upon removal of bell connector from pump, catheter was found to be patent; good csf flow. Healthcare professional opted to revise the pump and pump connector. Per reporter no diagnostic pump rotor studies performed. No injury was noted. The patient recovered without sequela. It was also reported that the patient experienced a return of symptoms. The catheter was placed in the right intraventricular space for myofacial pain. It was noted the pain had increased lately - first episodic then chronically. The catheter appeared to be functioning properly as csf backflow was good at pump replacement. The rt intra-ventricular catheter was confirmed as patent after bell connector was disconnected from existing pump. The hcp replaced the pump and an 8578 pump connector was connected to existing catheter and new pump. The removed pump was sent back for analysis. The cause of increased pain was undetermined. The patient previously had adequate rt facial pain relief from 2000 to (B)(6) 2011. The patient had minimal pain relief currently but infusion rate being increased by hcp. Last increase was (B)(6) 2012. The drug in the pump was dilaudid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The final analysis of the pump revealed no anomaly found.